Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to pt injury previously. Device issue: dislodged stent. It was reported that the stent dislodged during prep when the sheath was pulled off. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Results: product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: qa analysis revealed the stent delivery system (sds) was returned without any blood or contrast visible. The stent implant was returned in the protective sheath on the stylet. The proximal end of the stent implant, the last nine rows of struts was flattened. There was a kink in the struts in row fifteen, in the middle of the stent implant. Tha balloon was tightly folded. There were crimp marks on the balloon where the stent implant had been between the markers. There was a bend in the proximal hypotube shaft 34.3 cm distal to the strain relief tubing. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. A laser micrometer was used to measure the outer diameters of the stent implant. The proximal and middle outer diameters were not measured due to the damaged struts. The outer diameter measurements did not meet manufacturing criteria. The inner diameter of the protective sheath was measured with a pin gauge and did not meet manufacturing criteria. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.